Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported procedure was completed successfully with no reported delay.

Manufacturer narrative:
Date returned to manufacturer initial reporter telephone: (B)(6). Customer quality conducted an investigation of the returned device. The evaluation has shown that the complete front part is separated from the shaft of guiding device for inserter size m. The shaft is broken apart at the pin in the front part and also the weld between the front part and the shaft is broken. The device is in a very used overall condition, there are clearly visible stress marks from often and intense use all over. In addition there are hammer marks at the end piece at the handhold visible. The manufacturing documents were reviewed and no complaint related issues were found, the device was manufactured in march 2009. The relevant dimensions were as far as possible checked during the investigation and no deviation from the specification could be detected. Based on these findings we exclude a manufacturing related issue. Based on the provided information we are not able to determine the cause of this occurrence. The visible hammer marks could be an indication for a mechanical overload during use. Wear and tear by intense use over the years may also have played a certain role. In general we would like to mention that hammer blows should be applied onto the inserter (03.821.143) and not onto the guiding device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Checked dimensions with micrometer: outer shaft diameter specification 4mm 0/-0.01 / measured: 3.99mm = pass. Outer shaft smaller diameter . Specification 3mm 0/-0.01 / measured: 2.99mm = pass. Bore diameter locking piece m per drawing:. Specification: 3mm +0.01/0 / measured: not obtainable due to the remainders of the weld device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Telephone: (B)(6). A device history record review was performed for the subject device lot number 08.0679-I. Manufacturing location: (B)(4) (supplier: (B)(4) ). Date of manufacture: 10. Mar. 2009. The review showed that a non-conformance (ncr) was generated during production. If was found that the connection pins of the device were not positioned deep enough and that the device could fell apart because of this. This deviation was reworked by the supplier. The review of the device history record showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. The complaint description states that the device did break, while the finding of the ncr could lead to a disassembling (fell apart) of the components without breakage. Based on that a relation between the ncr and the complaint condition seems to be unlikely. However, to fully exclude the relation an actual evaluation of the device is needed, as it is at this unknown where the breakage exactly occurred. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the instruments broke during insertion of the prosthesis, the guiding device was inserted as stated in the op-tech, under gentle hammering. However, the head of the guiding device snapped from the arm of the device. The head was easily obtained when the implant was disengaged. Exactly the same thing then happened again when they used the different sized inserter. Again the head broke from the arm, but implant was inserted without issues and the broken piece obtained easily. This is report 1 of 2 for (B)(4).